Event description:
It was reported that the patient had inappropriate shocks due to oversensing of wide intrinsic complexes and myopotential noise. The patient was sitting at the time of the shocks. The patient has a history of atrial fibrillation. After technical services discussed some options, the system was programmed off and abandoned in the patient. A dual-chamber trans-venous system was successfully implanted. There were no additional adverse patient effects.